Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad trace. No button error alarms occurred during testing. Analysis inspected the insulin pump and no trace of moisture damage found on the electronic and motor assembly. The insulin pump had cracked case above corners of display window.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer reported that she received a button error alarm right after the insulin pump got exposed to moisture. The customer's blood glucose was 47 mg/dl at the time of incident. The customer stated that she treated her low blood glucose with food. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.